Event description:
Per tm, the sensor is giving inaccurate readings. Second sensor worked just fine.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to the service facility. During the evaluation, the reported issue of the sensor is giving inaccurate readings was unconfirmed. The problem could not be duplicated. There is no root cause because the issue could not be reproduced. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm, the sensor is giving inaccurate readings. Second sensor worked just fine.